Event description:
Indication: myasthenia gravis without (acute) exacerbation. Per call from home health nurse, on saturday, she was infusing the sodium chloride via curlin pump and it malfunctioned. It was beeping and gave error messages. The bag then got punctured in attempt to trouble shoot. There was no alternate way for nurse to infuse the normal saline after the bag punctured. She only received 125 ml out of 500 ml of normal saline. Patient did not miss a dose of privigen since that was delivered via a different curlin pump. Patient missed full dose of normal saline. The pump is available to return and a return box with pump replacement has been provided. Md office was contacted to let them know. No further detail was provided. Pt did not experience an adverse event due to pc. Defective device is being replaced. Serial number provided (B)(6). Reported to (B)(6) by health professional.